Event description:
On an x-ray for another purpose, it was discovered that the tip of the catheter was at the level of the clavicle and that there was a piece of the catheter in the right atrium. The baby was transported via air flight to children's hospital of los angeles for removal by interventional radiology.

Manufacturer narrative:
The unit has not been returned for analysis. The incident is currently under investigation. A supplemental report will be submitted upon the conclusion of the investigation. Attached is a medwatch form regarding the incident from the children's hospital los angeles, where the catheter was removed.